Manufacturer narrative:
(B)(4). This lot was manufactured june 3, 2016 ¿ june 7, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual (via the naked eye) and microscopic inspections on the unit showed no evidence of red spots or particulate matter either on or in the tubing. The sample met product specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red spots were observed with the tubing of a large volume infusor. It was unknown whether the red spot was on or in the tubing. This was noticed after filling with tazocin. There was no patient involvement. No additional information is available.